Manufacturer narrative:
(B)(4). Device manufacture date: november 23, 2016 thru november 29, 2016. Device evaluation: result - a DHR review was performed on the reported lot number 6321536. All required challenges samples and testing was performed per specifications. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Observations and testing could not be performed because units were not received for investigation. Conclusion - without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the safety feature on the suspect device failed to engage when activated. No injury was reported.